Event description:
The report stated that during a radio frequency ablation procure, the temperature fluctuated and power delivery stopped. Another generator was brought in and used to complete the case. The patient is reported as ok.

Manufacturer narrative:
The customer indicated that the handpiece will not be returned. We have requested that the generator be returned for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.